Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of premature battery voltage. The battery status indicated middle of life (mol-2) with a monitoring voltage of 5.05 volts after only 14 months.